Event description:
It was reported by the customer that they got a report of a mbc6010 vacutainer breaking off in a cvc. However, the customer determined that the cvc caused the break.

Manufacturer narrative:
1.production process investigation: the batch records of the production process and finished product release inspection reports for the above 3 batches were reviewed. No abnormalities were found during the production process. The raw materials, production flow and process remained unchanged, and the finished product inspection results were qualified. 2.batch sample testing:15 samples each (total 45 pieces) were taken from the retained samples of the blood collection needles with specification 0.9 19 under batch numbers 25101001 / 25092501 / 25090501 for testing: 1). Visual inspection: no abnormalities such as cracking or crushing were observed on the hub surface. 2). Clinical blood collection simulation was performed using 5 pieces, and no abnormalities or fluid leakage were found during the test. 3).15 samples were taken for lipid resistance testing. Three clinically commonly used disinfection solutions (alcohol disinfection solution, povidone iodine disinfection solution and isopropyl alcohol disinfection solution) were tested separately with 5 pieces of blood collection needles each, and no cracking occurred. 5 retained samples were taken for torque force testing, and all results were qualified.